Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery life decreased to 3 days. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot the reported issue and stated the battery only lasts three days because the pump is "old".